Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. During troubleshooting, the customer received an additional no delivery alarm during a bolus attempt. Blood glucose level at the time of the incident was 400 mg/dl. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.